Event description:
Customer reporting a reservoir leak. Customer's current blood glucose is 91 mg/dl. Customer stated that the her blood glucose shot up to 482 mg/dl. Because she was not getting insulin. Customer stated that insulin was in reservoir compartment. Insulin leaked past both o-rings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.